Event description:
As the pt was being weaned off of iab therapy, alarms sounded and blood was noted in the tubing. The iab was removed and not replaced. No pt injury occurred. No further details or pt info is available.